Manufacturer narrative:
The insulin pump was received with an intermittent button response due to corroded keypad traces. The insulin pump had no button error alarm. The pump was received with minor scratches at the corner of the display window. The pump was also received with cracked battery tube threads and cracked reservoir tube lip.(B)(4)

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 345 mg/dl. Customer stated that the buttons on the insulin pump was not working, the numbers are scrolling through the pump. The customer took out the battery and it still malfunctioned. The customer kept the insulin pump in a sock and on her clothes. The customer could not recall any significant events leading to the keypad issues. The customer mentioned high blood glucose all day and has been on new medication. The customer refused to do troubleshooting for high blood glucose. Customer was advised to discontinue use of the device and revert of a backup plan.